Event description:
The customer reported via phone call that they had air bubbles in their reservoir. The customer stated the air bubbles were 2 centimeters in size. The customer stated the air bubbles occurred after five hours. The customer did not rewind their insulin pump with the reservoir in place. There were no leaks detected during the high pressure test. Customer's blood glucose was 217 mg/dl. The reservoir will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.